Event description:
On (B)(6) 2008 the patient reported that the adhesive of the infusion sets do not stick to his body. He stated that after he showers he cleans the area with alcohol and IV prop wipes and allow the skin to dry before inserting the infusion site. He stated that he is very active with his job and with swimming. He stated that sweating causes the infusion sets to fall off. No physiological effects were reported. He was sent tegaderm and sample infusion sets. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.